Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) had a cracked screen and was unresponsive to touch, and a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included no change in the user¿s clinical status and no need for medical intervention. Investigation included customer interview and review of product history. Investigation of this case revealed a physical damage condition to the display/touchscreen component consistent with screen breakage and loss of touch functionality, with no evidence of software or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external mechanical damage unrelated to device design or manufacturing.